Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blood glucose of 600 mg/dl. Reportedly, blood glucose values were jumping from 167 to 600 mg/dl, patient was diagnosed with pneumonia and was vomiting on (B)(6) 2017 and (B)(6) 2017. On (B)(6) 2017, at 11 pm blood glucose value was 465 mg/dl. The customer will go to emergency room next morning. The customer was treated with manual injection at 10 pm. The insulin pump will not be returned for analysis.